Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon moved the ratchet knob up to the on position to lock onto a specimen. When he wanted to reposition his grasp, he moved the ratchet knob into the off position and then tried to open the jaws of the applier by moving the black handle, but the jaws did not release. The representative told him to squeeze the handle back a little bit then allows the handle to kind of unhinge and then it will spring open. He pulled the handle back a couple of times, but the jaws would not open. He pulled the handle forward and luckily the jaws opened, but it made a loud popping noise and the handle disengaged from controlling the jaws. He pulled the device out of the patient's abdomen, opened and closed the handle a couple of times. The jaws did not open and close as he was doing this. There is a rattling noise coming from inside of the body of the handle indicating that something internally broke. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Visual inspection revealed that the crank was broken. Review of the DHR yielded no findings. All operations and documentation were completed. This device was manufactured on september 30, 2016. Root cause is most likely due to the doctor gripping too much tissue at one time while cycling the device. Causing the device to get stuck in the armed position. The crank broke when the doctor forced the handle forward to make the jaws open. Since the root cause is most likely being user error, corrective action at the manufacturing level is not necessary at this time.

Event description:
It was reported that the surgeon moved the ratchet knob up to the on position to lock onto a specimen. When he wanted to reposition his grasp, he moved the ratchet knob into the off position and then tried to open the jaws of the applier by moving the black handle, but the jaws did not release. The representative told him to squeeze the handle back a little bit then allows the handle to kind of unhinge and then it will spring open. He pulled the handle back a couple of times, but the jaws would not open. He pulled the handle forward and luckily the jaws opened, but it made a loud popping noise and the handle disengaged from controlling the jaws. He pulled the device out of the patient's abdomen, opened and closed the handle a couple of times. The jaws did not open and close as he was doing this. There is a rattling noise coming from inside of the body of the handle indicating that something internally broke. The patient's condition was reported as fine.